Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a no delivery alarm and a motor error alarm. Customer's blood glucose was 117 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer requested to return the infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.